Manufacturer narrative:
Additional information was received and it was revealed that the intraocular lens implanted was a pcb00 and not a zcb00 as reported in the initial report 2648035-2018-00704. It was also mentioned that no further issues were reported as a result of the surgery. Therefore updated the following fields: brand name: updated from tecnis 1-piece to tecnis itec preloaded 1-piece iol, model #: updated from zcb00 to pcb00, serial (B)(4), catalog #: pcb0000210, expiration date: 01/04/2021, (B)(4). Manufacturing date: 01/04/2018. Device evaluation: manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Catalog #: complete catalog number unknown since serial number was not provided. Expiration date: unknown since serial number was not provided. UDI #: unknown since serial number was not provided. If explanted, give date: not applicable as there is no indication that the lens was explanted. Manufacturing date: unknown since serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown, therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens zcb00 +21.0 diopter was implanted in the right eye (od) of the patient on (B)(6) 2018. Reportedly, the patient has been seeing circles around light sources especially at night, since the surgery. The symptoms bother the patient a lot in everyday life. Additionally, the patient has non-irritating, stable pseudophakia and a sicca symptomatology (sjogren syndrome) which is being controlled with tear substitutes. The patient has vitreous opacities, but the account believes they are not suspected as the root cause. The patient has been prescribed acular and pilocarpine. Visual acuity pre-op: -1.25/-1.00/92° = 0.63 p. Visual acuity post-op ((B)(6) 2018): -0.25/-0.75/ a 92° = 0.8. No further information was provided.